Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the procedure & event date? No further information is available. It is unclear what was the exact issue? Please provide more details what was the issue occurred? After the sxpp1b420 was used, a possible suture failure occurred. What was used to complete the procedure? =>no further information is available. Did the patient suffer from any consequence due to the issue? If yes, please provide more details? No further information is available. What is the lot number? No further information is available. Tried visiting the hospital, but we have been refused due to the infection situation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. After the procedure it was noted that a possible suture failure occurred. No patient consequences were reported. Additional information was requested.